Manufacturer narrative:
Additional narrative: there was no patient involvement. It is unknown when device broke. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unavailable. Reporter is a synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-operative inspection on an unknown date, the tip of the reamer/irrigator/aspirator (ria) drive shaft was discovered broken. The breakage occurred because it had become stuck in a case cart. There were no patient involvement or procedure done. Concomitant device: case cart (part: unknown, lot: unknown, quantity: 1). This report is for a drive shaft-minimum 520mm length-for use with ria. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part # 314.743 , synthes lot # h299358 , supplier lot # h299358 , release to warehouse date: 11oct2017 , supplier: (B)(4). The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncr's were generated during production review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Flow: broken . Visual inspection: the ria drive shaft assembly (part # 314.743, lot # h299358, mfg 11oct2017) was received at us cq with the distal tip of the ria shaft broken. The hexagonal piece of the ria shaft was broken off below the drive shaft helix. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer shaft diameter measured 5.17 mm just below the drive shaft helix and mid shaft. This is within specification of 5.155 mm to 5.205 mm, based on drawing. The inner diameter measured 3.73 mm using a gauge pin. This is within specification of 3.71 mm to 3.81 mm, based on drawing. Document/specification review: the following drawing(s) was reviewed; drive shaft assembly ria: drive shaft: the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the ria drive shaft assembly (part # 314.743, lot # h299358) was received broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being stuck or damaged during sterile processing.) No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.